Event description:
It was reported that the continuous cardiac index (cci) 1.4. Calculated by the vigilance 2 and 70cc2 cable was lower than the expected value. At the beginning of measurement, the cci value was normal, 2.5. Subsequently, it fluctuated from 1.4 to 2.5, although other parameters such blood-pressure and svo2 were expected values. There were no error messages observed. The clinician did not act on the lower value and no patient injury occurred.

Manufacturer narrative:
See 2015691-2012-18009 for the related master complaint for the monitor where no failure was found during evaluation. Examination of the returned suspect cable was unable to confirm the customer's complaint through evaluation. The root cause was unable to be determined, as no fault could be found with the device. However, during the cirris functional test, another unrelated issue was revealed. The resistance value of the thermistor line was out of specification. This discovery did not impact the ability to confirm the customer's complaint, as 'cci value was displayed low' was not confirmed. The cable was manufactured 31-dec-2002 and while the device history record was unavailable for review, there was no evidence or indication that a manufacturing defect was responsible for the customer's experience. It is unknown whether procedural processes or a specific circumstance played a role, as no fault could be determined and there was no evidence of any failure of the cable to function appropriately. No further actions will be pursued at this time.